Event description:
The customer reported that while running all assays, using summit sample handler, did not aspirate sample and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.